Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the version mismatch was due to upgrade, the issue was resolved after completing a specific upgrade, and the report was matching. The customer had corrected the count themselves. The tss also confirmed that the mismatch version with server and station might be the reason of inconsistent data cross over and proceeded for case closure. The system functioned as technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the system report was not accurate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.